Event description:
It was reported that an unknown brown material was found inside the vamp flex syringe during priming, but before use. There were no patient complications reported.

Manufacturer narrative:
One single flothru dpt-vamp flex kit with IV set and pressure tubing was received for evaluation. No visible contamination/particulates were observed throughout the kit during visual examination. Microscopic examination of the returned pressure monitoring kit did not find any particulates or contamination. The kit was flushed with ro water at pressure 345mmhg for five minutes. The flushed ro water was filtered to look for any particulates. There were no visible particulates or contamination observed from the filter paper. A review of the manufacturing records indicated that the product met specification at the time of release.